Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurry image" was confirmed. According to henke: the whole endoscope and distal end shows usual traces of usage (i.e. Small scratches, discolorations). At the main body glue residues are visible. The image on the camera is blurry. Broken optical components could be detected inside the optical system of the endoscope. The outer tube of the endoscope is slightly bent. Probably root cause for this failure is: during the analysis at hsw the endoscope was checked regarding its specifications. Inside the optical system of the endoscope a broken optical could be detected. Therefore, the image on the camera is blurred. This damage and is caused by applying too much force on the endoscope during usage time or by incorrect handling. Most probably, the endoscope was hit or fell down by mistake. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.